Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a breakfast meal announcement while using an ilet system, which led to hyperglycemia with a reported value of 401 mg/dl followed by hypoglycemia reported at 54 mg/dl. The user then performed corrective actions per guidance, and the system was noted to suspend insulin when glucose was low, with oral glucose used to treat the low. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included an unexpected medication intervention to treat low glucose. Investigation included communication with the user and analysis of information provided by the user, including comparison of continuous glucose monitor (cgm) and fingerstick values that were concordant. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface component given the missed meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.